Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that the locking caps backed out post-operatively.